Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Venous access was obtained and the coronary sinus catheter, the his catheter, and the non-irrigated 4 mm mapping and ablation catheter (brand-unspecified) were inserted. The rvot earliest point was located on the anteroseptal wall. Multiple lesions were applied with minimal effect. The number of pvcs decreased, but persisted. More radiofrequency was applied and the pvcs became less frequent, but were not completely eradicated. Physician requested isuprel for the purpose of re-mapping to allow for subsequent ablation. Although the goal was to use 40 watts for ablation, power only reached 8-15 watts because the generator stopped delivering radiofrequency when the temperature cut-off was exceeded. The non-irrigated 4 mm mapping and ablation catheter (brand-unspecified) was exchanged for a thermocool® smart touch¿ bi-directional navigation catheter. Sheath # 1 (brand-unspecified) was exchanged for a larger 10 french sheath # 2 (brand-unspecified). It was noted that there were no 9 french sheaths available. At this point, the patient reported pain. Fentanyl and midazolam were administered. Force was zeroed in the right atrium. The earliest activation point was identified at the same spot. More lesions were delivered, but there was no change to the pvc count. When the isuprel was stopped, abnormal breathing was observed, and the patient¿s level of consciousness decreased. Systolic blood pressure remained in the 130s. Naloxone (narcan) was administered without improvement in level of consciousness. Anesthesia was consulted. Fluoroscopic imaging revealed decreased cardiac silhouette excursion. Cardiac tamponade was confirmed via echocardiography. Pericardiocentesis yielded nearly 1000 ml. Patient required a surgical repair of a tear in the rvot. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered and was discharged to home. It was noted that during mapping, contact forces reached up to 12 grams. During ablation, contact forces ranged from 5-8 grams. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to a bwi product malfunction that occurred during mapping phase or ablation. No transseptal puncture was performed. No long sheath was used. Generator was set on power control mode at 40 watts with standard settings (unspecified). Power was titrated from 35 watts to 40 watts. There is no information regarding the overall ablation time at the site of injury. Last ablation cycle time at the site of injury was 2 minutes. Irrigated catheter flow was set at 2 ml/min during mapping and 30 ml/min during ablation. Patient did not receive anticoagulant during the procedure. For the thermocool® smart touch¿ bi-directional navigation catheter, there is no information regarding shaft proximity interference (spi) value. The thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch¿ bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Additional follow up is being done to clarify the manufacturer of non-irrigated 4 mm mapping and ablation catheter that was used and also to clarify what the physician considered to be the bwi product malfunction that may have contributed to the adverse event.

Manufacturer narrative:
Correction: on 3/18/2018, additional information was provided which indicated the patient's weight is (B)(4) kg. On 3/21/2018, additional information was received from the international affiliate indicating the non-irrigated 4 mm mapping and ablation catheter is indeed a bwi catheter, however, the specific catalog or model number were not provided. As such, bwi has registered the issue against a navistar therapeutic catheter. If additional information is received at a later date, the product will updated as necessary. Bwi concomitant products include a navistar catheter (us catalog # unknown, lot # unknown). The issue of high temperature reported against the navistar is not a reportable malfunction. Initial reporter phone (B)(6). Manufacturer's ref # (B)(4).

Manufacturer narrative:
On 4/25/2018, additional information was received confirming the part # of the concomitant product was # d-1183-07-s. As such, concomitant medical product information changes from a navistar catheter (us catalog # unknown, lot # unknown) to a navistar¿ electrophysiology catheter (us catalog # d-1183-07-s, lot # unknown). On 5/10/2018, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a (B)(6) year-old male patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Venous access was obtained and the coronary sinus catheter, the his catheter, and the non-irrigated 4 mm mapping and ablation catheter (brand-unspecified) were inserted. The rvot earliest point was located on the anteroseptal wall. Multiple lesions were applied with minimal effect. The number of pvcs decreased, but persisted. More radiofrequency was applied and the pvcs became less frequent, but were not completely eradicated. Physician requested isuprel for the purpose of re-mapping to allow for subsequent ablation. Although the goal was to use 40 watts for ablation, power only reached 8-15 watts because the generator stopped delivering radiofrequency when the temperature cut-off was exceeded. The non-irrigated 4 mm mapping and ablation catheter (brand-unspecified) was exchanged for a thermocool® smart touch¿ bi-directional navigation catheter. Sheath # 1 (brand-unspecified) was exchanged for a larger 10 french sheath # 2 (brand-unspecified). It was noted that there were no 9 french sheaths available. At this point, the patient reported pain. Fentanyl and midazolam were administered. Force was zeroed in the right atrium. The earliest activation point was identified at the same spot. More lesions were delivered, but there was no change to the pvc count. When the isuprel was stopped, abnormal breathing was observed, and the patient¿s level of consciousness decreased. Systolic blood pressure remained in the 130s. Naloxone (narcan) was administered without improvement in level of consciousness. Anesthesia was consulted. Fluoroscopic imaging revealed decreased cardiac silhouette excursion. Cardiac tamponade was confirmed via echocardiography. Pericardiocentesis yielded nearly 1000 ml. Patient required a surgical repair of a tear in the rvot. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered and was discharged to home. It was noted that during mapping, contact forces reached up to 12 grams. During ablation, contact forces ranged from 5-8 grams. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to a bwi product malfunction that occurred during mapping phase or ablation. Product evaluation: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref # (B)(4).